Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. Microscopic examination revealed that the annulus was damaged and flared. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. There were fibers on the coil from the burr proximal for 3.5cm. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed and the burr did not rotate. The advancer was dismantled and the ultem was found to be melted. Product analysis confirmed the reported event due to the melted ultem. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: "the burr at the distal tip of the rotalink¿ catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement." (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2018. It was reported that the burr could not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus was selected for use. During the second ablation, it was noted that the burr was unable to cross the distal portion of the lesion even there was no drop on the rpm and no resistance. The procedure was completed with another of the same burr. No patient complications were reported and the patient's status was good. However, device analysis revealed that there was there were fibers wrapped around the coil.